Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient remained on insulin pump therapy during the hospitalization and was discharged using the device. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.